Manufacturer narrative:
The t:slim pump user guide indicates that humalog has been tested up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (575 mg/dl). Customer delivered multiple correction boluses to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended; however, customer indicated that the cartridge had been reused for one month. Customer reported being unaware that cartridge should be changed every 2-3 days. Recommendation was made to change the cartridge.